Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Lumbar drain insertion. Customer called to report that a lumbar drain was inserted last week in (B)(6) prior to a thoracic aaa procedure which did not go ahead as the drain was not working. When patient went for an x-ray it was noted that part of the catheter had been severed off. This would seem to me like a user error query and not a catheter problem. Drain was not draining post surgery. On 4/4/2016 per affiliate: "the procedure was postponed due to the issue with the lumbar drain; to date this patient's surgery has not been rescheduled. The device is not available for return and the lot number is not available."